Event description:
Healthcare professional reported a right side deflation. Patient reported via regulatory agency "both implants hardened within the first year" and "right implant deflated". Patient also reported "pain" and "capsular contracture, stage IV". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. This report is in response to FDA report number mw5091395. Information contained in this report was previously submitted through asr on 16/oct/2012, 23/apr/2012 and 23/jan/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified brown particle material on device outer surface, curved opening on posterior shell, broken shell, broken diaphragm valve, total separation of plug strap, shell wear abrasion and discoloration and flat creases on shell. Leak test was performed and no leakage was identified. Microanalysis was performed and identified a (tear) opening and non-penetrating nicks on shell. Dimension measurement identified shell thickness was within specification. Fill inspection identified no blockage. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and deflation.